Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to place a left ventricular (lv) lead but was unable to find a suitable location for acceptable threshold and sensing, due to the patient's anatomy. During the attempt, the is1 portion of the lead dropped below the sterile field. The physician commented that "there was a lot of fat around the heart." Two other lv leads were attempted but not used because the physician was unable to obtain a pacing threshold. The sensing and impedances were stable and consistent. Other leads were used with a successful outcome. The patient has a history of previous cardiac surgeries, fontan, and a fatty epicardium.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.